Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up could not be attempted due to lack of information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: lead/medt: the proximal conductor was fractured, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.